Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low scans and subsequently reduced insulin and ate sugary items. The customer developed symptoms described as drowsy and ill, and had contact with a healthcare provider. Sensor readings of 2.9 mmol/l, 2.8 mmol/l, and 2.7 mmol/l were obtained compared to results of 31 mmol/l, 31 mmol/l, and 28 mmol/l obtained from a healthcare professional (hcp) meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was administered an unspecified IV drip for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. Please note that per the device serial number information provided by the customer, the device in question was returned to manufacturer before the customer's reported date of adverse event. A follow up report will be submitted upon clarification of the information, as provided by the customer. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination).visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d9 (date returned to mfg) was incorrectly updated in the initial report. Correction has been made.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low scans and subsequently reduced insulin and ate sugary items. The customer developed symptoms described as drowsy and ill, and had contact with a healthcare provider. Sensor readings of 2.9 mmol/l, 2.8 mmol/l, and 2.7 mmol/l were obtained compared to results of 31 mmol/l, 31 mmol/l, and 28 mmol/l obtained from a healthcare professional (hcp) meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was administered an unspecified IV drip for treatment. There was no report of death or permanent impairment associated with this event.